Event description:
A caller reported experiencing a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed pump reset instructions and guided them through the process, which successfully resolved the issue without any recurrence of the error code. The caller was then able to start their sensor session successfully.